Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 09/09/2024, it was reported that the patient experienced inaccurate cgm values. According to the report, the egv was 95 mg/dl from 0900-1200. The bg was 269 mg/dl at noon and the patient reportedly took insulin to bring it down. The patient reportedly went to check the bg at 1210 but was reportedly unsuccessful because she collapsed at 1300. The egv at that time was reportedly still 95 mg/dl. Coworkers called 911 and the bg by ems was 15 mg/dl. The egv at that moment was not remembered. The patient was given an IV to bring her blood sugar level back. The patient's vitals were monitored and EKG performed. The patient declined further medical evaluation or intervention. The patient's unspecified reading was 113 mg/dl at home. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.